Manufacturer narrative:
As the customer declined a service dispatch and declined to provide information for further investigation, the specific cause of the event could not be determined. The investigation did not identify a product problem.

Event description:
There was an allegation of questionable sodium results from the cobas 8000 cobas ise module (double). The initial result was 131 mmol/l. Since the customer thought the result was low, the sample was repeated. The repeat result was 138 mmol/l. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
The electrode lot number and expiration date were not provided. The investigation is ongoing.